Event description:
This unsolicited device case from united states was received on (B)(4) 2014 from a physician. This case involves a male patient of unspecified age whose fluid was showing 2 different types of bacteria, knee was aspirated twice/recurrent joint effusion, knee was getting worse, had red knee, hot knee, swollen knee and patient was hospitalized after receiving treatment with synvisc one. No past drugs, medical history or concurrent conditions and concomitant medications were reported. On (B)(6) 2014, the patient started treatment with synvisc one injections (route, dose, frequency, batch/lot number and expiry date: not provided) into an unspecified knee for an unknown indication. On an unknown date, patient had a red hot swollen knee. Physician prescribed non-steroidal anti-inflammatory medications. After a couple of days, patients knee was getting worse. Patient went back in, the knee was aspirated and physician sent the fluid off to the lab. A few days later, the patient had fluid build-up in the knee again, his knee was aspirated and got a steroid injection. On an unknown date, the patient went to the hospital. It was reported that the results for the fluid were negative on the 4th day, but became positive on the 5th day: the fluid showed 2 different types of bacteria. The physician was not sure if that was a real sign of infection or a lab incident. The patient was doing ok now but the physician was hesitant to use synvisc-one in the future. No further information was available. Action taken: unknown. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria. Fluid was showing 2 different types of bacteria: important medical event knee was aspirated twice/recurrent joint effusion: intervention required. Additional information was received on (B)(4) 2014. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: ni this case, the follow up information received, does not change the previous case assessment. Sanofi company comment dated(B)(4) 2014: in this case, the causal role of the synvisc one cannot be excluded for the occurrence of the events of hospitalization nos and joint infection, however, the lack of the information regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.